Event description:
It was reported that the procedure was being performed in the anesthesia department. The catheter was placed into the pts jugular vein. Leakage occurred after connecting the infusion system and they noticed the hub was cracked. As a result the catheter was removed and replaced for the pt. There was a delay in treatment and no pt death or complications was reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.